Event description:
Customer reported receiving a button error alarm on the insulin pump while sleeping. Customer's blood glucose reading at the time of the call was 156 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump down arrow button did not respond due to moisture damage on keypad trace. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.